Event description:
A malfunction alarm was reported on the pump by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact technical support if the issue occurred again and acknowledged the instructions provided.